Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 381434 batch no. 9021528. It was reported that a needle failed to retract. Per email: we recently had a 20 ga autoguard not be able to retract. I am assuming this is an isolated incident. This has only happened once and I have heard of no recalls.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 381434 batch no. 9021528. It was reported that a needle failed to retract. Per email: we recently had a 20 ga autoguard not be able to retract. I am assuming this is an isolated incident. This has only happened once and I have heard of no recalls.